Event description:
It was reported that while using the ilet, the patient experienced sustained hyperglycemia over 300 mg/dl for about 90 minutes, with observed blood in the small infusion tubing of a cd steel set potentially obstructing insulin delivery; the teacher disconnected the pump, administered a manual insulin injection, and paused the ilet, and the lot number 6013208 was provided. Symptoms included irritability and elevated blood glucose with a reported peak of 377 mg/dl. Outcomes included a delay to treatment or therapy while the issue was addressed. Investigation included communication and interviews with the school nurse, teacher, and parents, and analysis of information provided by the user and third parties. Investigation of this case revealed no specific findings and insufficient information to identify a device problem or component failure. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.